Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) left side/ failure to occlude (close) fallopian tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included drospirenone; ethinylestradiol (yasmin) since 1983 and ethinylestradiol; ferrous fumarate; norethisterone acetate (junel fe) since 1983. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced urinary tract infection ("infection(bladder/urinary tract/vaginal) type: urinary tract").in 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: severe heartburn\ extreme heartburn"). In 2017, the patient experienced night sweats ("hormonal changes describe: night sweats") and insomnia ("hormonal changes describe: can't sleep\ sleeping difficulty"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pain") and abdominal pain lower ("lower left side of torso/ cramping"). At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, night sweats, insomnia, urinary tract infection, dyspepsia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspepsia, fallopian tube perforation, insomnia, menorrhagia, night sweats, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date(s) of insertion: (B)(6) 2008, 2009. Discrepancy: date(s) of essure confirmation test: (B)(6) 2008 and 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: result: failure to occlude (close) fallopian tubes. One side did not close fully and keep taking birth control. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs received: lawyer was added. Injury was replaced by new specified events;night sweats, can't sleep,vaginal bleeding, menorrhagia, urinary tract infection, dysmenorrhea, perforation (fallopian tube(s)) , left lower torso pain,severe heartburn. Lab test was added. Concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) left side/ failure to occlude (close) fallopian tube'), embedded device ('device embedded') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal irritation, urinary tract infection, menses irregular and vaginal odor. Concomitant products included drospirenone;ethinylestradiol (yasmin) since 1983, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) since 1983 and naproxen sodium (naprosyn) since 2009. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced urinary tract infection ("infection(bladder/urinary tract/vaginal) type: urinary tract"). In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: severe heartburn\ extreme heartburn"). In 2017, the patient experienced night sweats ("hormonal changes describe: night sweats") and insomnia ("hormonal changes describe: can't sleep\ sleeping difficulty"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("malposition of essure device location of device partially in the right fallopian tube and in the uterine cavity"), pelvic pain ("pain") and abdominal pain lower ("lower left side of torso/ cramping"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menorrhagia, device expulsion, pelvic pain, dysmenorrhoea, vaginal haemorrhage, night sweats, insomnia, urinary tract infection, dyspepsia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspepsia, embedded device, fallopian tube perforation, insomnia, menorrhagia, night sweats, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy : date(s) of insertion: (B)(6) 2008 and (B)(6) 2009. Discrepancy : date(s) of essure confirmation test: (B)(6) 2008 and 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: result: failure to occlude (close) fallopian tubes. One side did not close fully and keep taking birth control.; on (B)(6) 2009: unilateral occlusion (left tube occluded); on (B)(6) 2009: irregular endometrial cavity, most likely secondary to recent uterine ablation. Malpositioned right essure coil with persistent pat. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and mr received : new events, device expulsion and device embedded were added. New reporter contact information was added. Concomitant medication was added. Medical history was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.